Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0224864, medical device expiration date: 2025-08-31, device manufacture date: (B)(6) 2020. Medical device lot #: 0260331, medical device expiration date: 2025-09-30, device manufacture date: (B)(6) 2020. Investigation summary: seventeen open 32g x 4mm pen needle samples were returned from lot no. 0224864, along with thirty six open pen needle samples from lot. No. 0260331, cat. No. 320561. Visual examination was carried out on the seventeen samples from lot. No. 0224864 and a bent non patient end of cannula was observed on fourteen samples and a broken non patient end of cannula was observed on the remaining three samples. Visual examination was also carried out on the thirty six samples from lot. No. 0260331 and a bent non patient end of cannula was observed on thirty three samples and a broken non patient end oof cannula was observed on the remaining three samples. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 3 bd ultra-fine¿ pro pen needles each from lots 0224864 and 0260331 had broken non-patient ends. The following information was provided by the initial reporter, translated from (B)(6) to english: "needles bent." Via bd investigation: "visual examination was carried out on the seventeen samples from lot. No. 0224864 and a bent non patient end of cannula was observed on fourteen samples and a broken non patient end of cannula was observed on the remaining three samples. Visual examination was also carried out on the thirty six samples from lot. No. 0260331 and a bent non patient end of cannula was observed on thirty three samples and a broken non patient end of cannula was observed on the remaining three samples."